Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/28/2016 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten and no alarms were observed related to the complaint. The rewind, load, and prime steps were performed successfully. Force calibration testing was performed and failed. The force sensor was removed and tested. The force sensor resistance value was within specifications. The pump was tested for 24 hours and no alarms were emitted. Unrelated to the original complaint, the keypad was peeling off. Additionally, the battery compartment was cracked from the case seal to the grip pad.